Manufacturer narrative:
Philips has investigated this complaint. The customer reported that a burned coil in adu. The philips field service engineer (fse) inspected the system onsite and confirmed that the fuses f1, f2 in the generator power supply unit (miu) were blown due to a defect in the anode rotation control unit adu of the front x-ray tube. Fse replaced the adu and fuse. After replacing the adu and fuse the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code as corrected.

Event description:
It has been reported to philips that the coil inside the adu was burnt resulting in grainy x-ray images. The issue was found during clinical use. The patient was moved to an alternate device, which resulted in a delay to therapy. No harm has been reported to philips.